Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patients leads had several contacts out. The patient underwent a revision procedure wherein the ipg was relocated and the splitter was replaced. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.